Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that duplex was set to auto negotiate. A technical support specialist, adjusted the settings to 100 mb per second in half duplex mode and verified that the patient list is now displaying within two to three seconds. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system screen has been repositioned and is currently displayed on only half of the monitor. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.